Event description:
A (B)(6) pt underwent nanoknife treatment for prostate cancer on (B)(6) 2010. The treating clinician reported after a 5-day pt follow-up ((B)(6) 2010) that the pt had more discomfort than prior pts and required 1 percocet at night to sleep in addition to ibuprofen.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics, therefore a device evaluation was not conducted in regard to this event. During a review of quality inspection and manufacturing documents, it was determined that the device met all specifications and quality requirements. A review of the hardware service database found a service order for the generator. An assessment of the noted details within the service order did not pertain to this clinical event. The cause of the pain requiring intervention could not be determined. This event will be trended and monitored by angiodynamics complaint handling department.